Event description:
It was reported that the pt expired. The pump was used to deliver dilaudid. It was unknown if the cause of death was related to the device system. The reporter was unsure if the pump was being returned to the MFR for analysis. The reporter had no additional info regarding the event. Additional info has been requested, a follow-up report will be sent if additional info becomes available.